Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing hernia repair procedures. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: intraoperative complications total patients: inguinal 1, incisional 1, primary ventral 1, rectus diastasis 0. Bleeding: inguinal 0, incisional 1, primary ventral 1, rectus diastasis 0. Organ injuries: inguinal 1, incisional 0, primary ventral 1, rectus diastasis 0. Vascular: inguinal 0, incisional 0, primary ventral 1, rectus diastasis 0. Bowel: inguinal 1, incisional 0, primary ventral 0, rectus diastasis 0. Bladder: inguinal 0, incisional 0, primary ventral n/a, rectus diastasis 0. Stomach: inguinal n/a, incisional 0, primary ventral 0, rectus diastasis 0. Spleen: inguinal na, incisional 0, primary ventral 0, rectus diastasis 0. Nerve (inguinal): inguinal 0, incisional n/a, primary ventral n/a, rectus diastasis n/a. Liver: inguinal n/a, incisional 0, primary ventral 0, rectus diastasis 0. Others: inguinal 0, incisional 0, primary ventral 1, rectus diastasis 0. General complications total patients: inguinal 0, incisional 1, primary ventral 0, rectus diastasis 0. Fever: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Urinary tract infection: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Diarrhea: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Gastritis: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Thrombosis: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Pulmonary embolism: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Pleural effusion: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Pneumonia: inguinal 0, incisional 1, primary ventral 0, rectus diastasis 0. Copd: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Cardiac insufficiency: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Coronary heart disease: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Myocardial infarction: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Renal insufficiency: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Hypertensive crisis: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Patient deceased: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Others: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Postoperative complications total patients: inguinal 4, incisional 6, primary ventral 0, rectus diastasis 0. Bleeding: inguinal 3, incisional 1, primary ventral 0, rectus diastasis 0. Seroma: inguinal 1, incisional 3, primary ventral 0, rectus diastasis 0. Prolonged ileus or obstruction: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Bowel injury/anastomotic insufficiency: inguinal 0, incisional 1, primary ventral 0, rectus diastasis 0. Wound healing disorder: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Infection: inguinal 0, incisional 2, primary ventral 0, rectus diastasis 0. Complication-related reoperations total patients: inguinal 2, incisional 2, primary ventral 0, rectus diastasis 0. Recurrence, pain and complications on 1-year follow-up: recurrence on 1-year follow-up: inguinal 0, incisional 0, primary ventral 1, rectus diastasis 0. Pain on exertion on 1-year follow-up: inguinal 13, incisional 15, primary ventral 8, rectus diastasis 0. Pain at rest on 1-year follow-up: inguinal 9, incisional 9, primary ventral 3, rectus diastasis 0. Pain requiring treatment on 1-year follow-up: inguinal 4, incisional 8, primary ventral 2, rectus diastasis 0. Trocar hernia on 1-year follow-up: inguinal 0, incisional 0, primary ventral 0, rectus diastasis 0. Secondary haemorrhage on 1-year follow-up: inguinal 1, incisional 1, primary ventral 1, rectus diastasis 0. Seroma on 1-year follow-up: inguinal 2, incisional 4, primary ventral 0, rectus diastasis 0. Infection on 1-year follow-up: inguinal 0, incisional 5, primary ventral 4, rectus diastasis 0.

Manufacturer narrative:
(B)(4), this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events.